Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. All other impedance measurements, including shock impedances, were stable. The ICD remains in service and is currently programmed to vvi 40. Additional information received indicated that the patient was seen in clinic, and pace impedance measurements were initially 2,670 ohms, then 750 ohms, then 970 ohms. Technical services (ts) discussed possible causes, noting the spring contact and also noting the lead was placed in 2001. The decision was made to turn off daily measurements and have monthly follow ups for the next 4-6 months to evaluate the lead in clinic. Technical services (ts) recommended configuring alerts to pick up on episodes with noise, if they start to occur. The patient will continue to be monitored remotely. No adverse patient effects were reported. Additional information received indicating the patient presented to the ER for unrelated reasons. At that time, it was noted that thresholds were chronically high. It was also noted that the patient does not pace in the rv. It was further reported that this ICD was explanted, the rv lead was surgically abandoned, and a new system was placed. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. All other impedance measurements, including shock impedances, were stable. The ICD remains in service and is currently programmed to vvi 40. Additional information received indicated that the patient was seen in clinic, and pace impedance measurements were initially 2,670 ohms, then 750 ohms, then 970 ohms. Technical services (ts) discussed possible causes, noting the spring contact and also noting the lead was placed in 2001. The decision was made to turn off daily measurements and have monthly follow ups for the next 4-6 months to evaluate the lead in clinic. Technical services (ts) recommended configuring alerts to pick up on episodes with noise, if they start to occur. The patient will continue to be monitored remotely. No adverse patient effects were reported. Additional information received indicating the patient presented to the ER for unrelated reasons. At that time, it was noted that thresholds were chronically high. It was also noted that the patient does not pace in the rv. It was further reported that this ICD was explanted, the rv lead was surgically abandoned, and a new system was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. All other impedance measurements, including shock impedances, were stable. The ICD remains in service and is currently programmed to vvi 40. Additional information received indicated that the patient was seen in clinic, and pace impedance measurements were initially 2,670 ohms, then 750 ohms, then 970 ohms. Technical services (ts) discussed possible causes, noting the spring contact and also noting the lead was placed in 2001. The decision was made to turn off daily measurements and have monthly follow ups for the next 4-6 months to evaluate the lead in clinic. Technical services (ts) recommended configuring alerts to pick up on episodes with noise, if they start to occur. The patient will continue to be monitored remotely. No adverse patient effects were reported.